Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing. There was no inappropriate therapy delivered to the paitent.